Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient likely developed an infection and the pump was subsequently explanted.

Event description:
Representative from medical office contacted technical solutions to report that the patient's pump was explanted due to a mechanical breakdown and catheter malplacement. Per operative report, "pump is not flowing correctly. Catheter is at t2 and should be at c2. There is poor pain control." Technical solutions requested more information about the issue, but the representative was unable to provide any. No further information available.

Manufacturer narrative:
Device was not returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. A supplemental MDR will be sent if additional information becomes available. Internal complaint number: (B)(4).

Manufacturer narrative:
Devices were returned for additional evaluation and investigation. Visual inspection of the pump did not find any exterior anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. The current battery level was read and found to be within specification. Engineering did a reading of the prior 30 days of battery measurements and found five instances of the battery being "low" and two instances of the battery being "marginal". As the pump was explanted on (B)(6) 2022 and not received for analysis until (B)(6) 2023, flowonix is unable to account for the conditions during this time frame. Pump storage and/or conditions during transit may be a factor in the results of the battery readings that were "low" and "marginal". The unit was able to prime and flow within design specification during the analysis. Engineering cannot confirm the issue of catheter malposition within the patient. Two sections of non-flowonix catheters were returned with the unit, but each section was found to be patent with air and sterile water injection (swi). The root cause of the alleged issue could not be confirmed. Internal complaint number: (B)(4).